Event description:
On 10/30/96, a physician had a difficult time with cautery, it did not appear to cut the base of the polyp. The electrosurgery unit was taken to biomedical serviced dept and was checked. No problems were found and the unit was returned to service on 10/30/96. On 10/31/96, a similar problem occurred (different physician and pt) with the same piece of equipment. At this time 10/31/96) the physician had a difficult time cauterizing the polyp. The pt experienced some bleeding and was admitted as an inpatient for observation. The pt had to return to the endoscopy unit on 11/1/96 due to continued bleeding. The physician used a different cautery, went further down the stock which is usually thicker and much more difficult, and this time has no problems.